Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display and keeps buzzing. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer states that the insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit was received with high sleep current, pump error 68/49/23 alarm after battery changed and pump error 75 alarm during self test due to moisture damaged electronic assembly. No blank display or unexpected buzzing noise noted during testing. Unit was received with moisture damage on motor/force sensor assembly, cracked case along the side of the battery tube, scratched case and minor scratched lcd window.